Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging was provided for investigation. Upon evaluation of the unit, the sample was compared to the blueprint drawing of the reported catalog and found to correspond. The sample was attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned sample. The sample was leak tested and no leakage was detected. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specification. The reported issue was not confirmed. Multiple complaints were reported against various items for the air-in-line, upon evaluation of returned samples with defects of this nature and samples confirmed for air-in-line on several sets, the manufacturer has initiated a corrective action and preventive action (CAPA) in order to further address issues with air-in-line alarms. A CAPA is a systematic process utilized to identify the root cause of an issue or potential issue in a product or process and to introduce remedial actions (known as corrective actions) to prevent recurrence. At b. Braun this process is utilized to ensure a thorough resolution to the issue and to ensure that it is visible and managed by the management team accountable for this product or process. The CAPA process includes requirements for effectiveness checks to ensure that the issue does not re-occur and that all implemented actions adequately address the root cause. B. Braun medical inc. Has initiated a voluntary medical device correction for multiple batches of infusomat® pump sets manufactured between 01.jan.2022 and 17.aug.2023. Attached to this customer response letter, you will find a copy of the recall notification letter that your organization should have previously received. If there are any questions, please work with your sales representative or the contact listed within the recall notification letter. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: pump alarms air-in-line constantly. Detailed inquiry description: we were doing a space demonstration with nursing at memorial gardena. One of my demo pumps (#163791) would not stop alarming air-in-line. It would ring air in line constantly even when it was one micro bubble that passed the sensor. I tried new tubing, cleaning it with an alcohol swab and nothing helped. This put us in a real bind as we are in a sales process with this group. Wondering what is wrong with the pump. I will be sending the pump back.